Event description:
It was reported that a malfunction occurred on pump, showing malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that no notable events occurred before malfunction, provided pump reset instructions, assisted caller with resetting pump, and confirmed that malfunction did not recur, after which customer was advised to continue using pump and to call back if issue happened again.